Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the ultrasound gastrovideoscope exhibited a clogged nozzle due to foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that nozzle was clogged due to foreign material, it could not be determined what the foreign material was and there were no deviations identified with the reprocessing performed. The event can be detected/prevented by following the instructions for use which state: chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 reprocessing workflow for endoscopes and accessories, chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.